Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? What is the product code? What is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? ¿patient had a return of pre-op symptoms.¿ what were these symptoms? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? If yes, what is the removal date? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = I have no other information at this time.

Event description:
It was reported that a linx device will be scheduled for explant due to ¿disrupted¿ device. Patient had a return of pre-operative symptoms.